Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: a review of the black box revealed unusual power on reset (por) events. The returned battery cap and test battery cap were used during the investigation; the battery compartment was found to be cracked at the case seal. There was moisture and corrosion observed in the battery canister. During evaluation, the battery compartment was found to be leaking during a leak test. The battery cap secured tightly to the pump and maintained an electrical connection. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump was powered on and the up arrow keypad button was found to be unresponsive upon start up. The reported ¿no power¿ issue was unable to be adequately completed due to the keypad failure. There was no damage found to the keypad rubber. The keypad cover was removed and there was no contamination or damage found to key contacts. The pump¿s cover was removed and there was moisture and corrosion found to the power pcb, to the cgm module, and to the keypad flex/connector.